Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was removed during the initial procedure. The reason for the lens removal was stated as an operator error. The doctor performed an incision enlargement. There was no lens implanted after the second try. The reason for not replacing the lens was not provided. There was no product failure. There was no harm to the patient and the patient was reported as doing fine. No further information provided.